Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed there was no response from the knobs due to the battery being low. The 9 volt battery returned with the device measured 6.0 volts, with no load, which was too low for the device to operate properly. The control knobs and battery drawer were also found to be contaminated, the battery contacts compressed, and the upper case and release spring were mechanically out of specification. It was further noted that the lower case, ring cover, and side bail covers were broken, and the ring was bent.

Event description:
It was reported that during testing, the biomedical engineer found that parameters could not be adjusted; there was no response from the knobs. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.